Event description:
It was reported that the pump experienced error code 1870, and batteries were removed however, the pump was not infusing at the end of the call. The medication being infused was 5-fu (5-fluorouracil) with programmed rate was 2 ml per hour, the remaining volume was 58.7 ml, and volume given was 39.95 ml. The event occurred during infusion, with patient involvement and no harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.